Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in ventricular threshold was noted and dislodgement was confirmed by x-ray imaging. The lead was repositioned and during the procedure, it was noted that the helix was bent and unable to be retracted. After further adjustment, the lead was successfully repositioned. The patient was in stable condition.